Event description:
It was reported to philips that the device would not turn on. There was no reported patient involvement.

Manufacturer narrative:
A gfe response was received advising there is no allegation against the equipment. The servicemax case and quote were cancelled as the information provided by the call taker was incorrect, and they had misunderstood the customer's request the quote administrator was advised to cancel the quote.